Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed nine months later. The lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a low intrinsic amplitude measurement. Review of device memory revealed that pacing impedance measurements increased from 560 ohms to greater than 2,000 ohms eight months ago. Subsequent pacing impedance measurements varied from greater than 2,000 ohms to less than 200 ohms. Additionally, the lead exhibited loss of capture (loc), noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. A lead fracture was suspected. The device was programmed to ventricular only therapy and the patient was scheduled for an electrophysiologist evaluation for a date in the future. No adverse patient effects were reported.